Event description:
The manufacturer received information alleging ventilation service required alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault (e-059), was observed in the device's error log. The third-party service technician further evaluated and determined the detachable battery had failed on the device. In conclusion, the device's detachable battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the in-line proximal filter was replaced for contamination unrelated to the reportable issue. The muffler assembly, particulate filter, air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.